Manufacturer narrative:
Manufacturer's reference # (B)(4). It was reported that a patient, (B)(6), female, underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade. The patient had no relevant medical history. There is no known disease or strange anatomy. During procedure, a pericardial effusion was noticed as the patient¿s heart rate increased and blood pressure dropped. The pericardial effusion was confirmed by surface echo. A pericardiocentesis was performed and approximately 700 ml of fluid was removed. A transseptal puncture was performed. The patient spent several extra days in the hospital. The patient was reported to be in stable condition at the time bwi followed-up with the physician. There was no ablation time at injury site and the event occurred at the end of the case, during ep study. The physician¿s opinion regarding the cause of this adverse event is that the smarttouch catheter perforated through the rvot. Settings during the event include: power control mode, temperature cut-off at 48°c, flow rate at 2 ml/min (during mapping). The patient received unfractionated heparin during the case, titrated to maintained act between 300 ¿ 320 s. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Event description:
It was reported that a patient, (B)(6), female, underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade. The patient had no relevant medical history. There is no known disease or strange anatomy. During procedure, a pericardial effusion was noticed as the patient¿s heart rate increased and blood pressure dropped. The pericardial effusion was confirmed by surface echo. A pericardiocentesis was performed and approximately 700 ml of fluid was removed. A transseptal puncture was performed. The patient spent several extra days in the hospital. The patient was reported to be in stable condition at the time bwi followed-up with the physician. There was no ablation time at injury site and the event occurred at the end of the case, during ep study. The physician¿s opinion regarding the cause of this adverse event is that the smarttouch catheter perforated through the rvot. Settings during the event include: power control mode, temperature cut-off at 48°c, flow rate at 2 ml/min (during mapping). The patient received unfractionated heparin during the case, titrated to maintained act between 300 ¿ 320 s.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on march 3, 2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. As the lot # was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products: product: carto® 3 system, us catalog # fg540000, serial # (B)(4). Product: stockert 70 rf generator, us catalog # s7001, serial # (B)(4). Product: coolflow® irrigation pump us catalog # cfp002 serial # hei05894 product: lasso® nav eco variable catheter, us catalog # d134301, lot # 17131893l. Product: soundstar® eco diagnostic ultrasound catheter, us catalog # 10439011, lot # e8000370. Product: preface® guiding sheath with multipurpose curve, us catalog # 301803m, lot # 17082233. (B)(4).